Event description:
It was reported that this patient had a syncopal episode which was caused by intermittent capture and a rise in capture thresholds. The patient also had a scalp laceration that he received when he fainted. The representative stated that the intermittent capture was caused by a microdislodgement of this lead. A successful revision procedure was performed and there are no further issues with this lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45, implantable pacing lead, (B)(6) 2013. (B)(4).